Event description:
It was reported that the patient experienced fibrosis with an inflatable penile prosthesis (ipp). The ipp cylinder was explanted and only one new ipp left cylinder was implanted due to patient anatomy. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Only one cylinder was implanted due to patient anatomy. Additional product component: model number/catalog number, 72404310 and 72404161, serial number: null and null, batch/lot number 187827006 and 182603002, model/catalog description pump ms and reservoir 65ml pc.

Event description:
It was reported that the patient experienced fibrosis with an inflatable penile prosthesis (ipp). The ipp cylinder was explanted and only one new ipp left cylinder was implanted due to patient anatomy. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Device analysis: the ams700 device was visually inspected and functionally tested. There was a leak in the cylinder that was the result of a sharp instrument consistent with explant damage. An overall investigation conclusion code of adverse event related to patient condition was as the existing condition of fibrosis/scarring is demonstrably responsible for the adverse event and use of the device has neither caused nor otherwise influenced this condition/disease-related adverse event. Additional information: only one cylinder was implanted due to patient anatomy. Additional product component: model number/catalog number: 72404310 and 72404161. Serial number: null and null. Batch/lot number: 187827006 and 182603002. Model/catalog description: pump ms and reservoir 65ml pc.

Manufacturer narrative:
Additional product component: model number/catalog number: 72404310 and 72404161; serial number: null and null; batch/lot number: 187827006 and 182603002; model/catalog description: pump ms and reservoir 65ml pc.

Event description:
It was reported that the patient experienced fibrosis with an inflatable penile prosthesis (ipp). The ipp cylinder was explanted and only one new ipp left cylinder was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.